Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, she encountered resistance as she injected the lens. As the lens went into the eye, she noticed that one of the haptics was cut from the optic. She removed the lens and implanted another lens instead. There was no harm to the patient.

Manufacturer narrative:
The product was not returned. A photo was provided that shows the lens outside of the device in the bottom of the blister tray. One haptic can be observed to be broken. The device is shown beside the blister tray. The plunger has been retracted to mid-nozzle. No determination can be made from the photos. Based on our observation of the attached photos, the haptic is broken. A final root cause cannot be determined from the photo evaluation. Additional information was provided. The manufacturer internal reference number is: (B)(4).